Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. An x-ray imaging showed that left ventricular (lv) lead was pulled back and was located in the superior vena cava. The lead was then explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the dislodgement and was assigned with conclusion of known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).

Event description:
It was reported that this left ventricular (lv) lead was dislodged. An x-ray imaging showed that left ventricular (lv) lead was pulled back and was located in the superior vena cava. The lead was then explanted, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that prior to the case it was noted that lv was actually pacing the atrium, when x-ray was performed once patient was on the table it showed that the lv lead had pulled back and was sitting in the atrium, therefore when the lead was tested for threshold, the atrium was actually being paced instead of the lv.